Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the left ventricular (lv) lead exhibited high capture threshold. It was also noted that the patient was feeling phrenic stimulation. The lv lead was explanted and replaced. The patient was stable.